Event description:
The customer contact reported that during incoming inspection, prior to clinical use at the user facility, the device delivered less fluid than expected. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for testing. It has not yet been rec'd. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4)